Event description:
The spirometer used in the office gives much different readings than the spirometer hospitals use. This even though the pt is seen only minutes later at the hospital. Also, the MFR refuses to send neccesary parts, replacement parts, which would make the spirometer work better.